Event description:
It was reported, the charger would not communicate with the ipg. Troubleshooting and a second charger was utilized to no avail. However, the patient programmer was able to communicate without any problems. The patient still has stimulation. Follow-up revealed the patient has not met with the physician and was advised to schedule an appointment.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.